Event description:
Information was received from the patient's family doctor reporting that the patient's implantable neurostimulator (ins) was not working. The patient was being referred to another doctor but they would not see the patient until the issue with the ins was diagnosed. It was reviewed that the doctor should page a manufacturing representative (rep) for support.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) regarding an implantable neurostimulator (ins). It was reported that the hcp clarified the patient's name and date of birth. It was also asked if there were any further details on why the device wasn't working. The hcp wasn't sure but requested a manufacturer's representative (rep) could meet with the patient.